Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during an implant procedure of a right ventricle lead on 03/06/2019 unfavorable measurements were observed and that the lead was bent near the conductor portion of the lead. A new fixated lead was used to complete the procedure. No adverse health outcomes were reported. This lead is indicated to not be available for return and analysis.